Event description:
An optometrist reported a patient with epithelial ingrowth one month post lasik in the left eye. The patient has blurry vision. The doctor is monitoring the epithelial ingrowth at this time. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).